Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that the cause of (B)(6)had not been determined. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was in the hospital. Patient was asked if the reason for hospitalization was related to the device. Patient reported that she did not know, but it was in the area concerning the device. Patient was at the hospital with a kidney infection. Kidney infection was determined last tuesday when the ins was turned back on and a cystoscopy was performed. Caller was redirected to her healthcare professional (hcp). No further symptoms reported. No device complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient that they were in 5 days for hospital stay with IV antibiotics, hydration plus oral antibiotics.